Event description:
According to the information received jaw of scissor broke off during hysteroscopic procedure for adhesiolysis and polyp removal leaving a part of the scissor blade in the patients uterus. The dislodged part was able to be flushed out of the patient and recovered. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).